Event description:
It was reported that when using the bd pyxis¿ es server, all pyxis machines across the facility were down. Users were unable to log in, initiate critical override, or access the cii safe, resulting in complete system inaccessibility. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that all the stations were down and user was unable to put the stations on critical override. A technical support specialist dialed into the application server and identified that the extract transforms load (etl) process had failed with an error; the synchronization server logs reflected the same issue, verified that the log file path had no available space remaining, and the l drive hosting the path was inaccessible, communicated the findings to the customer via email, performed log backup and shrink operations, restoring available space, attempted to restart the extract transforms load (etl) process, which successfully resumed after approximately 20 minutes, observed health sight viewer (hsv) notice queue draining from 500 devices to 20 devices, noting that full communication restoration would take additional time. The customer acknowledged that the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.